Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose. A specific bg value was not provided. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. A correction bolus was delivered to address bg level.